Event description:
Customer reported the pt was receiving a primary IV of saline and a secondary infusion of metoprolol. Nurse noticed metoprolol bag emptied rapidly. Inspection of the pump and infusion set revealed the drug had emptied out of its bag through a defective check valve into the saline solution. No pt harm or medical intervention required. Although requested, no further event or pt info was provided.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.